Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the midface using the packaged needle. During the injection, the needle popped off and the contents of the syringe came out onto the patient's cheek. There was no injury to the patient.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened tray without cap but with one needle. No defect observed.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the midface using the packaged needle. During the injection, the needle popped off and the contents of the syringe came out onto the patient's cheek. There was no injury to the patient.